Manufacturer narrative:
The reported field event of backup vvi (bvvi) operation was confirmed. As received, the device was found in backup vvi operation that occurred on (B)(6) 2021. Device image showed bvvi alert was triggered due to unknown non-maskable interrupt (nmi). The device was tested on the bench, and the backup condition could not be reproduced. The cause of the nmi could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. After procedure, it was noted that the pacemaker was in backup vvi mode. The physician explanted and replaced the pacemaker. Patient status was stable.